Manufacturer narrative:
Multiple requests for additional information and the status of the explanted device for return have been performed; however, the healthcare provider has not provided any additional details regarding this event. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry, it was reported that a 31 mm 7300tfx was explanted after an implant duration of 1 month, 18 days due to unknown reason. The explanted valve was replaced with a 29 mm 3300tfx valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device will not be retrieved due to endocarditis. H11: corrective data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Per the medical records, the patient presented with fevers and shortness of breath and was found with endocarditis, dehiscence and mr. Preoperatively the patient was in cardiogenic shock with pulmonary edema, chf, and renal failure. Blood cultures were positive for mrse. Pre operatively peripheral va ECMO placed. A pre op tee showed ef 35-40% normal rv function, a severe mr with mv dehiscence along the anterior annulus. The patient underwent laa the infected mitral valve was explanted and replaced with a 29mm 3300tfx valve. The patient did not tolerate weaning from cpb due to severe rv dysfunction and inadequate oxygenation given his extensive pre op pulmonary edema. A postop tee showed a well seated mitral bioprosthesis without pvl, lvef 35% ,with moderate to severe rv dysfunction. The cpb circuit was then converted to an ECMO circuit. The patient left the or in critical condition. A tee during the post op period showed a mild pvl at the mv located anterolaterally, overall the mitral valve was functioning well post surgery. On pod #7 off ECMO he had stable hemodynamics with mildly depressed rv and lv. The patient was decannulated from va ECMO and placed on percutaneous rvad with oxygenator. On pod #11 the patient transferred hospital for ECMO.